Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for possible rvr (rapid ventricular response) as the device classified one episode as fast ventricular tachycardia (vt); the shock terminated both atrial and ventricular arrhythmias. No device changes were request by the physician and the implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.